Event description:
It was reported that the customer received multiple button alarms. Reportedly, there was nothing pressing the button. The customer¿s blood glucose level was 156 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.